Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during implant attempt, after the right ventricular (rv) lead was placed, venous dissection occurred and the procedure had to be emergently aborted. The rv lead remains in use. No further patient complications have been reported as a result of this event.